Manufacturer narrative:
The condition of failure code 810:11 was confirmed but not duplicated. An assignable could not be determined. An air in line printed circuit board calibration verification was performed and passed. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. It is unknown when this condition occurred. The contact did not know if there was patient/user involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter, it was determined that the reported condition occurred during delivery causing an interruption of delivery.